Event description:
It was reported that an atrial lead polarity switch occurred and unipolar and bipolar impedance is greater than 3000 ohms. It was also reported that the patient had a false atrial high rate episode due to noisy electrogram (egm.) Therefore pacing parameters were reprogrammed to vdd mode per the physician's orders and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.